Manufacturer narrative:
The use of the coagulation function on patients with pacemakers or implanted defibrillatory devices is contraindicated in the infiniti operator's manual. The operator's manual states the following warning: "do not use the coagulation function on patients with pacemakers or implantable defibrillatory. If electrosurgery is used on patients with implanted cardiac pacemakers or defibrillatory devices or pacemaker electrode, be aware that irreparable damage to the pacemaker or defibrillatory device and its function may occur and lead to ventricular fibrillation. Please check with the pacemaker or defibrillatory device manufacturers for their recommendations." This report mailed into FDA on: 7/25/2007.

Event description:
The customer reported an event related to a patient with a cardiac pacemaker. The patient had two cataract operations. The first procedure was performed in 2007. A second operation was performed on the fellow eye on the following month. The doctor used the system coagulation function during the procedure(s). Use of the coagulation function is contraindicated for pacemaker patients in the operator's manual. A few days after the second procedure, the patient reported feeling bad. The patient was sent to the hospital and they recognized that the settings of the pacemaker were misaligned. This event was not life-threatening. The settings were aligned and the patient is now doing well.